Event description:
On (B)(6) 2011, patient reported she is unable to get the infusion device to prime. Advised patient on how to prime the infusion device. Patient stated she attempted to prime the device on her own a couple of times and didn't get any insulin. Advised patient if there was any leak in the system. Patient stated she didn't notice a leak in the system. Patient reported she attempted to prime the infusion set; no insulin came out. Advised patient to change the infusion set tubing. Patient stated when she took the infusion set tubing off, the infusion adapter was wet. Patient reported she did have the infusion adapter locked into place. Patient stated she changed the infusion set tubing and primed the infusion set; was successful. Patient reported receiving an e4 (occlusion) error message. Patient stated she changed her infusion site 3 days ago. Advised patient the infusion site needs to be changed every 2 days. Patient reported she will change the infusion site on her own. Patient stated she was able to prime the infusion device. Patient reported she believed the occlusion was occurring at the adapter site. Patient stated the device must have been leaking at the adapter since the adapter was wet. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.